Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified a severe deep infection requiring I&d with poly exchange. Patient noted to have adhesive allergy. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-lt 65, catalog#: 183028, lot#: j6499632. Biomet cc cruciate tray 71mm catalog#: 141223, lot#: j6493275. Series a pat std 31 3 peg catalog#: 184764, lot#: 736080. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, approximately a month after implantation, the patient was revised due to a deep infection.